Event description:
Caller reported having continuous occlusion alarms. There was no reported impact to the customer¿s blood glucose level. Customer filled tubing while disconnected, reconnected and resumed insulin deliveries.